Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the pt said this morning they were trying to adjust therapy because they could not feel the sensation they could not feel the pulse of the stimulator they normally feel. Pt said something about a timer then stated they had to use a catheter this morning because they had not urinated in 12 hours. Pt said yesterday morning they started wearing a holter monitor and they were told they could leave stimulation on while wearing the monitor. Pt said about 4 hours after they started wearing the monitor at about 1:00, they tried to adjust therapy and got the message: not found, it kept saying not found even though they repositioned it all over their scar and put pressure, it was not reading the device. Agent offered to assist in troubleshooting the "device not found" issue and, at this point, pt said their communicator is dead it needs to be charged. Recommended charging it and calling back for further support once it is charged. Agent reviewed that if they needed more urgent medical attention to work with their doctor. The issue was not resolved through troubleshooting. The caller was redirected to call back /work with their doctor. The patient called back on registered number with their communicator charged and reiterated previously reported information, that they didn't feel their stimulation starting 1:00 pm yesterday, (B)(6) 2022 , and how they were having to use a cathet ER and woke up this morning with intense pain in their bladder. The patient reported they had tried to connect to their ins previously but had been receiving a "device not found" message. Patient services initially worked with the patient to connect and the patient received a "no device found" message. It was determined the patient had been in the incorrect application. When the patient entered the mytherapy application the patient then received a "device not responding message". Patient services asked the patient if they could feel the ins under their skin and the patient reported that it felt like it was "pretty in the muscle." Patient services asked the patient if it felt like the ins was in a different location than before and the patient stated they didn't really know but that, to them, it felt like the ins might have been a in a "little different" location. The patient confirmed that the ins felt tilted so they placed the communicator over the part of the ins that was nearest to the surface of the skin and the patient was able to connect to see their settings. The therapy was on. Patient services asked the patient if they had any traumas or falls and the patient stated they'd fallen, but that they hadn't fallen on the side where their ins was. Then the patient stated that, now that they were thinking of it, they had taken a fall about a week ago when they were trying to get into a car and that they had fallen on their st imulator at that time, but they hadn't thought anything of it because it hadn't hurt and they didn't notice anything wrong at the time with the system. Patient services reviewed with the patient that they could make an adjustment to their settings but redirected the patient to reach out to their managing health care provider (hcp) and/or to seek medical attention if they felt like they needed it. The patient stated that after previously speaking with troubleshooting, they'd left a message for their hcp about their issue and that they were currently waiting for a callback from them. The patient stated they would discuss their issue with the hcp and have them check the implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.